Manufacturer narrative:
Corrected data: upon further review, it was noted that the suspect product expired on oct 31, 2022 and the complaint was received, sep 3, 2024. Additional verbiage for device evaluation and the code of h6: 1670 was inadvertently not included on the initial MDR manufacturer report number 3012236936-2024-0002643, therefore, is being captured in this supplemental report. The serial number shipping history for this serial number was reviewed and the product was delivered to the complaint customer on oct 1, 2018, prior to the oct 31, 2022, expiration date. Per a subject matter expert (sme), our iols are subjected to rigorous preclinical and clinical testing according to international standards, however, they have not been tested past the labeled expiration date. Therefore, the safety and effectiveness of an expired lens is unknown. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
. Section d6a: if implanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. Section d6b: if explanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. Section e1: telephone number:(B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) was scratched. No other information was provided.